Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2010 22:28:30. During night drain cycle five, the patient's ultrafiltration reading was 1614ml, indicating the home patient (hp) drained 1514ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was one or more cycle advances to next fill when slow / no flow occurred above the minimum drain volume threshold. If any additional information is received, a follow-up will be sent.